Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance, weekly log data in (B)(4) file shows low impedance and an abrupt decrease for min and max hv-can and hv-coil, with min hv-coil=16.88 to 8.23 ohms min between (B)(6) 2011. Resistance/impedance increase, weekly log data in (B)(4) file shows an abrupt increase for min and max ring-coil and ring-can, with max ring-can = 55 to 716 ohms peak between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Low resistance/impedance, weekly log data in s2d (B)(4) file shows low impedance and an abrupt decrease for min and max hv-can and hv-coil, with min hv-coil=16.88 to 8.23 ohms min between (B)(6) 2011. Resistance/impedance increase, weekly log data in s2d (B)(4) file shows an abrupt increase for min and max ring-coil and ring-can, with max ring-can = 55 to 716 ohms peak between (B)(6) 2011. The partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched.

Event description:
It was reported that following a device change out, the physician was unable to induce ventricular fibrillation or tachycardia with the right ventricular lead. There was low impedance on the high voltage coil and increased impedance on the ring to can measurement. It was later reported that the patient experienced inappropriate therapy due to a right ventricular lead fracture. The lead integrity alert (lia) triggered and the lead had high impedance and was oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that following a device change out, the physician was unable to induce ventricular fibrillation or tachycardia with the right ventricular lead. There was low impedance on the high voltage coil and increased impedance on the ring to can measurement. The lead remains in use. No patient complications have been reported as a result of this event.